Manufacturer narrative:
The sample in question was submitted for further investigation. All results were within the assay measuring range and a dilution was not necessary. The customer's results were not reproduced. It was determined the dilution performed by the customer was not valid as the concentration of the sample must be >1000 pg/ml. A general reagent issue was excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable vitamin b12 results for one patient sample from a cobas e601 analyzer. The initial result on (B)(6) 2015 was <30 pg/ml with a data flag. On (B)(6) 2015 after freezing, the result with a 1:2 dilution was 3384 pg/ml. On (B)(6) 2015 after freezing, the result undiluted was <30 pg/ml with a data flag. With a 1:2 dilution, the result was 3358 pg/ml. The result of 3384 pg/ml was reported outside the laboratory. The result of <30 pg/ml was believed to be correct and a correction was sent. The patient was not adversely affected.